Event description:
Infusion pump with a 715 failure code. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.